Manufacturer narrative:
(B)(4)

Event description:
The customer stated that they received erroneous results for a total of two patient samples tested for thyrotropin (tsh) on an e601 analyzer. One of the two samples also had an erroneous tsh result from a second e601 analyzer. This medwatch will cover the first e601 analyzer. Refer to the medwatch with (B)(6) for information related to the second e601 analyzer. The first sample initially resulted as 0.031 uiu/ml when tested on this e601 analyzer. The customer questioned the result, so the sample was repeated on a second e601 analyzer, resulting as 1.51 uiu/ml. The 1.51 uiu/ml value was believed to be correct and was reported outside of the laboratory. The second sample, from a (B)(6) female born on (B)(6), initially resulted as 0.024 uiu/ml when tested on the second e601 analyzer. The sample was repeated on this e601 analyzer, resulting as 0.033 uiu/ml. The 0.033 uiu/ml value was reported outside of the laboratory. A second technologist at the site repeated the second sample on the second e601 analyzer, resulting as 1.74 uiu/ml. An aliquot of the second sample was poured and this was repeated on the second e601 analyzer, resulting as 1.76 uiu/ml. The same aliquot was repeated on the this e601 analyzer, resulting as 1.79 uiu/ml. The customer believed the repeat result to be correct and an amended result was issued with the 1.74 uiu/ml value. The patients were not adversely affected. The tsh reagent lot number was 12443301, with an expiration date of 08/31/2016. The field service representative could not determine a cause. He adjusted, cleaned, and lubricated areas needed on the analyzer. He performed mechanism checks in order to verify operation. Operational and mechanical checks passed. The customer performed calibration and quality controls with acceptable results. The field service representative performed precision studies.

Manufacturer narrative:
A specific root cause could not be determined based on the provided information. A pre-analytic sample handling issue or an instrument related issue may be the most likely reason for the event. A reagent or calibrator issue can be excluded since the correct result was generated upon repeat.